Event description:
Event description guidant received information that the patient with this implantable cardioverter defibrillator (ICD) was reportedly having this device checked via transtelephonic monitoring (ttm).